Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the valve migration was attributed to valve undersizing.

Event description:
During a transeptal valve in ring procedure (26mm sapien 3 valve in 29mm non edwards annuloplasty ring), post deployment of the 26mm sapien 3 valve the migrated too atrial due poor anchoring of the valve. Post deployment echo showed severe mitral regurgitation. The skirt of valve appeared seated too high up into the atrium. The decision was made to deploy a 29mm inside the 26mm sapien 3 valve which was inside the annuloplasty ring. Repeat echo assessment showed the patient was doing great with zero-trace mitral regurgitation and no mitral stenosis. The valve migration was attributed to valve under sizing.